Manufacturer narrative:
This supplemental report is being submitted to add related manufacturing report numbers and due to edwards lifesciences receiving a voluntary medwatch report. Voluntary medwatch report number mw5157621.

Manufacturer narrative:
Corrected data in h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imaging was provided and the following was observed; calcification present in sinotubular junction (stj). In this case, the reported event of a balloon burst was unable to be confirmed, as there were no applicable procedural imagery or device returned for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the 3mensio revealed the presence of calcification in stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the distal tip of the 14fr esheath+ split approximately 2 cm which was observed on fluoroscopy. The valve was advanced with some difficulty due to tortuous patient anatomy, with no diving was seen on the valve. During valve deployment, the balloon did not inflate. When the atrion handle was pulled back, blood was noted inside the atrion. It was decided to remove the devices. The devices were slowly and successfully pulled back into the distal end of the esheath+ and was removed as a whole. Upon removal of the devices, the commander delivery system was observed to have two pinholes on the posterior side of the balloon. A second set of devices were prepped and inserted with no issues. However, during valve deployment, the balloon ruptured with about 4-5 ml of fluid left in the atrion. The commander delivery system was carefully removed without harm to the patient. Upon removal of the devices, a longitudinal tear was observed on the commander delivery system balloon. The newly placed valve was described on tte as constrained, with one leaflet having minimal movement, so the team post-dilated with a true balloon to ensure full expansion. Paravalvular leak post-dilation was recorded as mild. The esheath+ was removed and observed to be in proper condition.